Manufacturer narrative:
E1 - customer (person) street: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 10 french sheath from a rosch-uchida transjugular liver access set broke near the hub. The failure occurred after the device was advanced into the patient during a tips (transjugular intrahepatic portosystemic shunt) procedure. There was no resistance when advancing the sheath. There was no resistance advancing the 10 french black catheter into the sheath. The patient did not have tortuous anatomy. The sheath was removed from the patient and replaced with a new product to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was returned and preliminary device failure analysis showed that the distal tip of the 5fr blue catheter was partially separated/sheared. Additional information was received. It was confirmed that the damage to the blue catheter and the 10f sheath did not occur simultaneously. After the 10f sheath broke during the operation, the doctor immediately withdrew it from the patient in order to further examine the broken 10f sheath. The blue catheter was sheared at this time.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the 10 french sheath from a rosch-uchida transjugular liver access set broke near the hub. The failure occurred after the device was advanced into the patient during a tips (transjugular intrahepatic portosystemic shunt) procedure. There was no resistance when advancing the sheath. There was no resistance advancing the 10 french black catheter into the sheath. The patient did not have tortuous anatomy. The sheath was removed from the patient and replaced with a new product to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, specifications and quality control procedures, as well as visual inspection, dimensional verification and functional test of the returned product, were conducted during the investigation. One used set was received for evaluation. The 10fr flexor had sheath material protruding out of the hub. The hub was disassembled. The flare was intact inside the hub. The shaft of the sheath had separated. The light blue catheter was bent just below hub. The light blue catheter also had approximately 3.7cm extending from the black catheter, and that portion appeared to be sheared. The blue catheter had to be cut in order to remove it from the metal cannula. The metal cannula was able to accept the blue checker tubing without issue. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found one relevant nonconformance that could have contributed to the reported failure mode, in which all nonconforming devices have been scrapped prior to further processing. It should be noted that there was one other complaint associated with the final product lot for an unrelated failure. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of the dmr, DHR, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible that as the different components were being advanced through the sheath, the sheath became damaged and separated. It¿s likely that as the device was being disassembled to assess the damage, the blue catheter became caught and sheared on the distal tip of the metal cannula. However, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.